Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the analyzer had a damaged connector which would break lead pins. During testing it was observed that more force was needed to push the connector into the analyzer but the connection was functional with no broken pins. The analyzer was returned to service.

Event description:
It was reported that the analyzer had a damaged connector which would break lead pins. The analyzer was returned for service. There was no patient involvement.